Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The screw that retains the crossbar on the device came out causing the device to disassemble and become inoperable. The screw was not returned. The device was manufactured in 2019 and shows signs of moderate wear/usage. The medical investigation concluded that this complaint from the united states reports that a journey ii cutting brock would not lock into place. The surgeon ¿downsized the femur to an 8 and completed the case. Delay of (0-30) minutes reported. No injury to patient reported. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Efforts to obtain additional information regarding this complaint did not provide any results. If additional supporting medical documents are received, this complaint will be reassessed. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka procedure, surgeon tried to use the size 9 journey ii block, he found that the cutting block would not lock into place, rotating -2mm to +2 mm, making it unfit for use. He downsized the femur to an 8 and completed the case. Delay of (0-30) minutes reported. No injury to patient reported.